Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that since changing programs the patient's stimulation was very uncomfortable and the program was "sitting on the wrong nerve." Additionally, when the patient was laying on their side, moving around, or vacuuming they can feel stimulation jolting on their pelvic bone and vaginal area. The patient was voiding twice a day at the time of the call. The patient was advised to consult with their healthcare provider (hcp) regarding symptoms and settings. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they had the ins removed on the day of the call ((B)(6) 2019) because the device had been irritating them. The patient stated the device had been ¿intensifying and irritating the vaginal and rectal nerves and it was tender in that area as well so they got the device removed. The patient reported that this had occurred ¿probably last year ,¿ around april. The patient wanted to know what to do with their programmer now that the device had been removed. This information was reviewed with the patient and they were redirected to their health care physician (hcp). The patient called again on (B)(6) 2019 and again stated the ins had been removed. They noted they were still recovering and that someone unknown called them left a voicemail. Patient services noted they were not familiar with the name of the individual who called the patient. There were no further complications reported.